Manufacturer narrative:
There is no indication that the access accutni device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, a definitive cause of the incident could not be determined with the available information.

Event description:
The affiliate stated the customer reported falsely elevated initial troponin I (access accutni) results, for five patients, involving the access accutni reagent used in conjunction with the unicel dxc 600i synchron access clinical system. The customer stated the initial results were not released from the laboratory. The clinician requested for reanalysis. The samples were reanalyzed, on the same instrument, and generated lower results within the normal reference range. There was no report of patient injury or change in patient treatment associated with this event. The patients' samples were centrifuged at 3,000 rpm (rotations per minute) for ten minutes, at 20 degrees celsius. The samples were clear in appearance and analyzed from the primary tube; the customer noted one sample was turbid in appearance. The customer indicated all system parameters, including quality control, calibration curves, and system check, were performing within assay and instrument specifications. No system issues were noted. The instrument was in normal operation.